Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported the patient had poor communication on the patient programmer (pp) with and without the antenna attached. Troubleshooting did not resolve the reported issue. The patient noted they were using an off-brand aaa batteries. The patient also reported a security wand had been used over their device and ever since they had felt numb from their upper waist/breast to back and down their right leg. They were often stumbling, felt light headed, could not walk in a straight line and felt little shocks in their right knee. These symptoms began after the security wand incident, but had continued. The patient mentioned they could feel vibrations from time to time in their body and thought the stimulation was turned on. It was noted the patient was diabetic but their numbers were good. The patient was to follow up with their healthcare provider (hcp) next friday.

Manufacturer narrative:
(B)(4).

Event description:
The patient also noted that her patient programmer would not work with either antenna. A replacement programmer was sent to the patient. Additional information was received from the patient's healthcare provider. It was reported that the patient had trouble walking due to numbness in her lower abdomen, feet, and legs over the last several weeks prior to (B)(6) 2016 it was getting worse. It was unknown if the symptoms were related to the device or therapy. The patient was going to have an MRI and it was unknown if the procedure was due to a problem with the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.